Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that she was getting a service code 204 on her monitor screen. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem was confirmed. The cause for the service code 204 was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.